Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: it was reported that the hub separated from an ultrathane mac-loc locking loop multipurpose drainage catheter. The device was placed for use as a suprapubic catheter. A few hours later, the patient presented to the emergency department due to bleeding around the insertion site. After the site was cleaned, a new stat-lock was being placed when the hub dislodged from the catheter. As a result, the catheter was removed and replaced. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. Cook received one device in a used and damaged condition. The catheter shaft was separated from the 14 french mac-loc adaptor, including the flare. No material was found between the cap and the adapter. The mac-loc adaptor and cap passed the gap gauge requirement. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot discovered one relevant recorded non-conformance for "flare incorrect", quantity 2. These devices were scrapped before further processing of the order. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] state the following: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The user did not notice any damage during the initial placement. While it is possible that the catheter experienced excessive force or tension while in the patient, it cannot be verified. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the hub separated from an ultrathane mac-loc locking loop multipurpose drainage catheter. The device was placed for use as a suprapubic catheter. A few hours later, the patient presented to the emergency department due to bleeding around the insertion site. After the site was cleaned, a new stat-lock was being placed when the hub dislodged from the catheter. As a result, the catheter was removed and replaced. No other adverse effects were reported for this incident.

Manufacturer narrative:
D2a - common device name: additional names: fge stents, drains and dilators for the biliary ducts; gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - procode: additional product codes: fge, gbo, lje e1 - customer (person): radiology department h3 - device evaluated by mfg? Device evaluation is anticipated but has not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: b5, d4 - UDI. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided in the medwatch report #mw5172461 that was received 22jul2025. The patient was outpatient. The patient had a supra pubic catheter placed (date not provided). The patient later returned to the site reporting bleeding. Interventional radiologist was asked to assess the patient. The doctor placed a suture around the insertion site. The interventional radiology technician cleaned the area. While placing a new catheter adhesive device, the catheter hub separated from the catheter. The catheter required replacement. The patient was brought back, and the catheter was exchanged without issue.

Event description:
Notification of medwatch report # mw5172461 was received 22jul2025 in relation to this event.

Manufacturer narrative:
Additional information: a2, a3, a4, a5, a6, d9 - date returned to mfg, h10 correction: e4 b3 - date of event from medwatch report is 01jul2025. However, customer reported to cook 30jun2025. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.